Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable ise indirect gen. 2 results for an unknown number of patient samples for a couple of months. Of the data provided for two patient samples tested on (B)(6) 2017, only the results for one patient sample were discrepant. The initial sodium result was 104 mmol/l and the repeat result was 153 mmol/l. No erroneous result was reported outside of the laboratory. The repeat result was believed to be correct. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative ran ise checks and verified all ise adjustments and the proper cuvette wash. He replaced the sample probe and ran precision testing. The customer ran qc.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes for this type of event include air in the sample channel, leakage current coming from the waste, and an old and/or expired reference electrode.